Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed via evaluation of the provided photographs. Method & results: -product evaluation and results: the device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert, damage is present consistent with delamination and material loss. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain and inflammation. The device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert, damage is present consistent with delamination and material loss. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain and inflammation. A 4x9 cs insert was exchanged for another 4x9 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.